Event description:
The customer reported that the new battery was installed and it is not charging. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
The power management (pm) printed circuit board (pcb) was returned for failure investigation. The reported condition was verified. The device failed to meet specifications. The failure was isolated to u1 component of the pm pcb assembly. Trends will continue to be monitored.